Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing on an inhouse is3000 test system. Testing showed that the instrument had 3 uses remaining and the pogo pins did not stick and were not contaminated. Failure analysis investigation also found that the surface of the distal pulley had scratches and the distal end of the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, after the prograsp forceps instrument was not recognized by the system after it was properly introduced. Reportedly, sectors of the instrument would not open and the instrument was not movable. No missing or fallen pieces were reported. The planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.